Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an unexpected reset occurred. The customer's blood glucose level was 194 mg/dl. Reportedly, the customer continued to use the pump for insulin.